Event description:
Consumer states her husband had a stroke and when he came home from the hospital, he needed a commode. Consumer states the second time her husband used the toilet, the chair collapsed on him. Consumer states they picked him up and pushed the chair back together. Consumer states the next time her husband used the chair, the same situation occurred and he fell again. Consumer states that they found the holes on the commode holes that the chair connects into was not holding. Consumer states that through hospice, they switched out the commodes and the second commode worked much better for him. Consumer states that when hospice evaluated her husband thought he had a cracked rib but found it was just a tear and prescribed him pain medication. Consumer states that her husband likely had some more strokes and then passed away shortly after. Consumer states that his death was not a result from the falls but she is upset that he was in so much pain during his remaining time before he passed away due to the falls.

Manufacturer narrative:
(B)(6) 2015 the additional information added for this follow up is due to the return evaluation. The return evaluation confirmed a structural malfunction.

Event description:
Consumer states her husband hand a stroke and when he came home from the hospital he needed a commode. Consumer states the second time her husband used the toilet the chair collapsed on him. Consumer states they picked him up and pushed the chair back together. Consumer states the next time her husband used the chair the same situation occured and he fell again. Consumer states that they found the holes on the commode holes that the chair connects into was not holding. Consumer states that through hospice they switched out the commodes and the second commode worked much better for him. Consumer states that when hospice evaluated her husband thought he had a cracked rib but found it was just a tear and prescribed him pain medication. Consumer states that her husband likely had some more strokes and then passed away shortly after. Consumer states that his death was not a result from the falls but she is upset that he was in so much pain during his remaining time before he passed away due to the falls.